Event description:
It was reported that a patient underwent a single level balloon kyphoplasty procedure at t11 and during the procedure, the "cement caused extravasation during surgery". The cement was reported as "inconsistent, clumpy and caused difficulty implanting" prior to use in the patient. Reportedly, the patient is asymptomatic. No other complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.